Event description:
The patient stated that she has had three occasions where the tubing of her infusion set has separated from the luer lock. The most recent incident occurred on 1/7/07. She stated she felt nauseous and lethargic and her blood glucose measured "hi" on her blood glucose monitor. She discovered that she had a partial separation of her infusion tubing at the luer lock. She stated she changed her infusion tubing and gave herself a correction bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.